Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a literature review, a search for similar complaints, and a review of labeling. Accuracy testing was completed to evaluate the assay performance. The testing passed. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time (october 2008 to february 2012). A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. No adverse trends were identified for the issue under investigation. Labeling was reviewed and found to be adequate. Based on the results of this investigation, the architect ipth assay is performing as intended and no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ipth result of 69.1 pg/ml. The specimen was repeated on a biomnis analyzer which generated an ipth result of 43 ng/l. The falsely elevated ipth result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)46) - false positive result, (B)(4) - no consequence or impact to patient a follow up report will be submitted when the evaluation is complete.